Event description:
Pt was revised to address disassociation of the cup and liner.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated, however, testing is ongoing to further investigate possible causes of disassociation and to determine if future action is appropriate. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.